Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Found that the customer fills the reservoir with cold insulin and changes the infusion sets every five days. Advised the customer to use room temp insulin and to change the infusion set every two to three days. Advised the customer to monitor the blood glucose levels and call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.